Manufacturer narrative:
Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with mentor memorygel breast implants 650 cc and experienced capsular contracture baker grade unknown and rupture on the left side postoperatively along with ptosis on the right side. The rupture was discovered during explantation on (B)(6) 2020. The patient underwent removal and replacement with a mentor memorygel breast implant 450 cc, catalog number 3504501bc, serial number (B)(4) (r) and a mentor memorygel breast implant 350 cc, catalog number 3503501bc, serial number (B)(4) (l). This report is for the right breast prosthesis.